Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that although the pump was able to beep and flash, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level was 105 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy. Although requested, no additional information was provided.